Event description:
It was reported that a female patient underwent breast reconstruction revision with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral removal and then replacement on (B)(6) 2022. The replacement devices were: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9651497 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9657458 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received the device for evaluation. On may 13, 2022, the product investigation was completed. An analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.